Event description:
The tracheostomy tube at the point where the inner cannula fits in broke three days after insertion of the device. The trach was replaced without complications. The exact lot number is not known, but the following four lot numbers were present in the facility at the time of the event (2097034, 2103336, 2155476 and 2072520).====================== manufacturer response for 8 perc shiley trach, shiley======================manufacturer representative came to facility to evaluate device. There is not a definitive answer as to why this occurred at this point in time. A similar incident occurred in close proximity to this event involving an 8 dct shiley trach that is part of the blue rhino kit (cook product).